Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2009 and mesh and monarc hammock were placed into the patient's body. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent repair of anterior compartment and cystocele, insertion of mesh, extraperitoneal colpopexy, monarc suburethral sling with cystoscopy to treat cystocele, uterovaginal prolapse, stress urinary incontinence, urethral hypermobility and paravaginal defect. On (B)(6) 2011, the patient underwent excision of painful vaginal mesh, anterior colporrhaphy with dermal allograft placement, sling implantation, abdominal enterocele repair and sacrocervicopexy due to pain, erosion, recurrence of uterine prolapse, stress urinary incontinence and cystocele. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-00967 and medwatch 2210968-2013-00966. The same patient is represented in each medwatch.